Event description:
It was reported that during the ablation procedure, the celcius thermocool catheter did not move smoothly with the preface sheath. The doctor continued with the procedure and at the end of the case, the catheter was stuck in the preface sheath. The doctor then pulled both the sheath and catheter out together with no consequences to the pt. After both sheath and catheter were removed out of the pt, the physician tried to manipulate the catheter and when pushing the catheter, the tip of the sheath separated.

Manufacturer narrative:
It was reported that the physician was informed about the "urgent - medical device correction preface guiding sheath field advisory" on 11/28/06, which was prior to the date of event. It was reported that regardless of recommendation, the physician prefer using preface sheath. IFU states under precautions: "do not attempt to advance or withdraw the guidewire and/or catheter sheath introducer if resistance is felt. Stop the procedure and use fluoroscopy to determine the cause. If significant resistance is encountered during introduction, use a 10f or larger introudcer."